Manufacturer narrative:
H2: the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H6: the quality investigation is complete.

Event description:
It was reported that during a routine field service maintenance visit a wire broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation of product return.

Event description:
It was reported that during a routine field service maintenance visit a broken pin was found inside the pin collet attachment. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.